Manufacturer narrative:
A returned product evaluation confirmed that the distal tip section of the catheter was severely damaged and a piece was missing. The missing piece was reported to be left inside the patient's vasculature. The damage found on the returned unit is consistent with torquing the catheter against resistance while the tip is fixed. The most likely root cause is damage during use. Manufacturing record review was completed no non-conformances to this event was noted.

Event description:
Physician was using the turnpike lp for a cto. He felt the tip became lodged in an area of calcium and the tip dislodged. The tip was not able to be retrieved. Additional information received via medsun uf importer report# (B)(4): the patient has very calcified arteries and the catheter tip tore in the calcium. The tip embolized down and could not be retrieved due to distal location. The coronary artery had normal flow at the end of the case. Other information received about the patient: that may have influenced the outcome of the event: on (B)(6) 2016 lhc to fix left circumflex but failed with embolization of balloon tip to distal lcx. On (B)(6) 2017 patient went for staged pci of the left cx laser atherectomy and during the procedure had fracture of the angioplasty balloon which embolized distal left cx and was unable to retrieve after multiple attempts.